Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: any torquing or twisting when firing the device? -the information was not provided from the hospital. Were there any unusual noises heard ? -no. Did the primary care surgeon fire the device -yes.

Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k90d2t, expiration date: 01/2018, manufacturing date: 02/2013.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the unformed clip fell out from the jaws from the 1st firing. This event occurred in two devices. Although the clips fell into the patient, they were retrieved with a forceps. Another device was used to complete the case. There were no adverse consequences to the patient.